Event description:
Allegedly, item inside package is a kprc-28hi, not kprc-25hi.

Manufacturer narrative:
Investigation will be performed. Trends will be evaluated. No medwatch 3500a has been received because no serious injury occurred. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00285.